Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received failed battery out limit. The customer¿s blood glucose level was 316 mg/dl. Customer also stated that the insulin pump had a replace battery alarm and the customer received a low battery alert prior to the replace battery alarm. The product will return for the analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit was monitored for two days and no low battery alert or replace battery now alarm noted during testing or in the pump trace download.